Event description:
The user received a questionable vancomycin result for one patient sample. The initial result was 35 ug/ml and was reported outside the laboratory. The patient was redrawn and the result for that sample was 5.9 ug/ml. The original sample was repeated with results of 5.9 and 5.8 ug/ml. The patient's vancomycin dosage was changed due to the reported result. There was no report that the patient was adversely affected. The user did not have access to further information regarding the patient. The patient was discharged on (B)(6) 2012. The vancomycin reagent lot number was (B)(4) with an expiration date of 09/30/2012. The field service representative could not determine a cause and could not duplicate the problem. He performed a visual inspection of the instrument operation, mechanical movements and alignments. He cleaned the transfer head area and fluid unit area as a preventative measure. To verify the analyzer operation, he performed a pipetting accuracy check with all results within specifications. The user performed precision testing with results within the customer's expectations.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be determined. No raw data was provided for investigation. The issue was not reproducible and no malfunction of the hardware was detected. The erroneous result did not cause an adverse event.